Manufacturer narrative:
Visual examination, device history review, complaint history review, material analysis. Results: visual examination confirms the reported event. Device history review shows no reported discrepancies. Complaint history review shows there has been other reported events. Material analysis indicated that the weld fractured from an overload condition. Conclusion: appears to be design related.

Event description:
During the surgery, when the surgeon was cutting the pt's femur (position of anterior), the skim cutting guide broke.